Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:sample issue.

Event description:
Customer complains of an e5 error message. Customer states is not feeling well that feels weak. Customer state the error occurs after the strip was inserted. Customer confirms is using the proper blood testing technique and storage method. Customer confirms the test strips expire 07/30/2018. Customer use the meter only one time,customer state meter was not being compliant with the testing technique. Customer does not needs medical attention. Customer was taken over troubleshoot with meter and after strip was inserted e-5 error appeared. The customer unknown the strips vial open date.